Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastrically into the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure with axios stent placement on (B)(6) 2023. During the procedure, the first flange did not open, and the lock mechanism failed to release. Multiple troubleshooting attempts were made, including trying to deploy the flange both inside and outside the endoscope, but the device could not be deployed at any point. The device was removed, and the procedure was completed using another device of the same type. No patient complications were reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the axios stent and electrocautery-enhanced delivery system instructions for use (IFU) states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instruction for use (IFU).

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation result: with the information available, boston scientific concludes that the reported event involving failure of the stent to deploy could not be confirmed. During functional evaluation, the stent deployed without difficulty. Device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: an axios stent and electrocautery-enhanced delivery system was received for analysis. Visual inspection confirmed that the stent remained fully covered and undeployed, and the handle was returned in its original position. A functional evaluation was performed. The catheter was unlocked by sliding the catheter lock to the right, after which the catheter control hub was moved up and down. The catheter passed through the luer without resistance. The stent hub was then moved to the second and fourth positions, and the stent deployed successfully. A destructive inspection was then performed to assess for torsion or rotational damage. This evaluation revealed that the sheath was neither twisted nor detached. A dimensional inspection was also conducted, and the measured device length was found to be within specification. No additional damage was observed on the device. Labeling review: a labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The IFU states: "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." However, it was reported that the handle was rotated as the device was luer locked to the scope. Risk review: a review of the axios stent and electrocautery enhanced delivery system dfmea was completed and confirmed that the event of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, the most probable cause assigned is "no problem detected."